Manufacturer narrative:
It was determined upon evaluation of the returned handpiece (serial number (B)(4)) where customer stated "incorrect and inadvertent operation" that most likely inconsistencies during the assembly process and excessive user force were the causes of the event. Two potential causes were found to be likely contributing to the event experienced by the user: a broken wire and a small cut in the trigger wire along with damaged ground braid. Cause: the broken wire: likely contributors found to be a user error that could have exerted excessive force during removal of the plug from the device; additionally, the protective plus housing was loose, because lack of adhesive and/or worn threads. Cause: trigger wire small cut and damaged ground braid: likely contributors found to be the user that could have exerted inappropriate twisting of the cable; additionally, the small cut in the trigger wire that was accidentally inflicted during the stripping of the wire.

Event description:
On (B)(6) 2015 it was reported to photomedex from dr. (B)(6) office, (B)(6) stated that the cord of the handpiece was twisted and the handpiece must be held on a certain position to operate as intended. Customer felt that the handpiece was not operating correctly and operating unintendedly. Later on (B)(6) 2015, (B)(6) (service manager) contacted (B)(6) at dr. (B)(6) office, who explained that when the device is in ready mode the handpiece (in a certain position) will operate unintendedly and the handpiece will not operate as intended. Handpiece serial number (B)(4) as of 09/10/2015 has been determined to be reportable.